Event description:
Healthcare professional later reported "palpable lump in the outer posterior left breast corresponds to a coarse benign calcification" via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Calcification: not observed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b5, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to concern with the product.

Event description:
Patient reported left side lump, rupture, and exchange from textured to smooth due to the patient's concern with the product. Healthcare professional reported left side capsular contracture, baker grade IV, rupture, and exchange from textured to smooth due to concern with the product the device remains implanted.